Event description:
Allergan aesthetics received a report of a patient who was treated to the lower abdomen using the cooladvantage coolcurve applicator. The patient has been diagnosed with paradoxical hyperplasia. The affected area is described as visible enlargement, with clear demarcation and bulging, seen in lower abdomen, consistent with pah. The onset of symptoms was 30 days after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen on (B)(6) 2021 using the cooladvantage applicator with coolcore contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a4, a6, b3, b5 (treatment date), d1, d4, d8, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.